Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected related to the customer complaint. A review of the downloaded data log did not find any errors. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/03/2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient's mother indicated that medical intervention was required but did not provide any event details. Additionally, the patient's mother tested the receiver and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4).